Manufacturer narrative:
Out of the five reported malfunctions, one lot number was provided and a lot history review was performed. No device were returned for the reported malfunctions. Medical records were provided and reviewed for all five malfunctions. The investigation for four of the reported malfunction confirmed for malposition of device and patient device interaction problem. One investigation confirmed for patient device interaction problem and unconfirmed for malposition of device. A root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. This information received indicated that model 2120f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All five malfunctions involved patients with no reported consequences. Four patients were female and one was male weighing (B)(6) lbs. Patient ages ranged from (B)(6)-(B)(6) years old.